Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02407 for device 2. On (B)(6)2009, the patient was implanted with an scs system. The patient used to get stimulation from his belt line to his feet bilaterally. Now he can only feel stimulation in his right ribs. The representative tried to reprogram the patient but was unable to recapture proper stimulation. X-rays were taken and no disconnects or migration were observed (the lead is slightly right of midline, but it has always been this way). Diagnostic impedance tests showed no abnormally high impedances. The patient has also felt a shocking sensation at the battery site four times since implant. Three of the times were in one night. All four times occurred when the ipg was running. The patient will be receiving a revision of the ipg (possibly the entire system).